Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14may2020.

Event description:
It was reported that during use, the ventilator shut down and did not alarm. The patient was put on a non-rebreather mask until the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se found the unit would not power on with alternating current (ac) power or battery power. Review of the ventilator diagnostic logs found multiple therapy driven error codes and confirmed the reported issue. The se replaced the power management (pm) board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020. A power management (pm) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.